Event description:
In 2008, covidien received a copy of a user facility medwatch report with pt. There was no other report number provided. The report states the cuff on a 7.0 hi-lo endotracheal tube deflated when the pt was turned. The tube came out about 10cm and the pt was reintubated. Covidien contacted the risk manager at the facility who further reported, there were no abnormal anatomical problems with the pt and there was no harm.

Manufacturer narrative:
Covidien has requested the return of the cuffed hilo endotracheal tube for failure investgiation. A follow up report will be submitted when the complaint investigation is completed.